Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer contacted via e-mail and stated that the toothbrush heads slipped off the toothbrush while he/she was brushing his/her teeth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the toothbrush heads slipped off the toothbrush while he/she was brushing his/her teeth. No injury was reported.